Event description:
"Product splitting oi" - is stated on the repair record. Hospital nurse said during follow up conversation that they were not in the room, but they know that oil came right through and down the drill bit. They didn't know if the liquid dripped into the pt or exactly when the incident occurred. They were called in the room and the entire system was changed out. They had not heard anything about patient status. They said that they will contact a nurse which was in the room at that time and call co back with more details. They would also check if an incident report as filed. Rn was not available during the next follow up calls - no other information were obtained.